Event description:
It was reported that a home patient (hp) experienced peritonitis coincident with peritoneal dialysis therapy. The hp was diagnosed with peritonitis while hospitalized for an unrelated event. The cause of the peritonitis event was unknown. The hp was treated with unknown antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Action taken with therapy is unknown. At the time of this report, the patient was still hospitalized but had recovered from the peritonitis. No additional information is available. This is report 3 of 4

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).